Event description:
Customer reported nurse found the tubing was leaking all over the floor. The tubing was cracked at the connection between the pliable portion and the hard blue portion. The fluid was 0.9% normal saline bolus, 300 ml to run over 30 mins. No pt harm reported. No additional info provided.

Manufacturer narrative:
(B)(4). Product was evaluated and a tear was noted approximately 0.1915 inches long in the silicone tubing at the upper fitment. A crush mark was observed on the upper fitment. The cause of the customer's experience of tubing leaking was due to the tear. The root cause of this tear was not identified. The lot number was not identified. Review of the mfg database for a year period (one year prior to the event date), for the involved model number and silicone tubing and upper fitment part numbers, did not identify any quality issues for the reported failure mode during production build.